Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was having pain at the implantable neurostimulator (ins) site. It was noted the healthcare professional (hpc) met with the patient on 2014-(B)(6). It was further noted the ins was replaced last year and the patient continued to feel soreness and the ins moving around. The reporter stated the patient did not expect to be sore after a year. The reporter further stated the patient indicated that they were told the paddle lead had been shifted and was possibly hitting a nerve. It was noted the hcp did not know who told the patient the paddle lead was hitting a nerve. It was further noted the hcp did not know when this started. Additional information was requested, but was not available as of the date of this report.